Event description:
The manufacturer received information alleging a "ventilator not operative" alarm occurred on a trilogy evo ventilator. The device was not in use on a patient at the time of the occurrence. The trilogy evo ventilator has not yet been received at the third-party service center for evaluation. At this time, we are unable to confirm the alleged "ventilator not operative" alarm. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The garbin evo ventilator was returned to a third-party service center for evaluation with the following findings: on device evaluation, the "ventilator inoperative" problem could not be reproduced. There were no errors found in the device log. On in-line proximal filter was noted to be contaminated. As required by 4-year maintenance, the muffler assembly, particulate filter and air inlet foam filter are replaced and a machine maintenance label is added. This device has been serviced, inspected, tested, met acceptance criteria in accordance with all of the applicable customer requirements.